Event description:
It was reported by phone that when the cot was pulled out of the ambulance the carriage didn't drop when it was supposed to and there was an injury to the person that was located on the side of the cot. The carriage reportedly struck the left knee of an intern and there was a resulting abrasion.